Event description:
It was reported that this pacemaker could not be interrogated despite using multiple programmers. It was noted that the electrocardiogram (ECG) stated that there was no response to magnet. Technical services (ts) provided potential causes for the issue. Ts suggested an x-ray to confirm the device is a boston scientific product and possible resolution. The device remains in use. No adverse patient effects were reported.